Event description:
Patient presented with patellar pain, the patient was taken to surgery. The left knee was opened. The patellar component showed signs of wear. It was not loose. It was not disassociated or worn through. The patella component was removed. A cemented all plastic patella component was inserted in its place. The tibial component was also changedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.